Manufacturer narrative:
Reason for reoperation was deflation.

Event description:
Health professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crease fold, wear abrasion, yellow particles, delamination in the plug strap disk shell and an opening. A microscopic analysis was performed which identified a striated edge opening on the posterior consistent with use of a surgical tool, delamination partial in the plug strap disk shell assessed as adhesive failure, and a sharp opening in the anterior side on plug strap disk shell due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Health professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.